Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire that was damaged or missing occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction, d4: UDI - correction, g3: date received by manufacturer - additional information, g6: type of report - follow-up, h2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wire that was missing occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.